Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus, mr, ous 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the proximal to mid-section of stent were damaged with stent struts bunched in a distal direction, leaving a section of the proximal balloon body exposed. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jul-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 24mm x 3.5mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After the lesion was pre-dilated with a non-bsc balloon catheter, a 3.50x24mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross despite multiple dilatations and several attempts an the procedure was ended. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.